Event description:
It was reported that during use of bd max¿ enteric viral panel, an unspecified number of false positive patient results with unusual curves were obtained. Samples were retested and were negative. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device type: pch. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Canceling this MFR report # 3007420875-2025-00085 as a duplicate. This event was already reported on MFR report #: 1119779-2025-00606; 1119779-2025-00607; 1119779-2025-00608; 1119779-2025-00609; 1119779-2025-00610; 1119779-2025-00611; 1119779-2025-00612; 1119779-2025-00613; 1119779-2025-00614.

Event description:
It was reported that during use of bd max¿ enteric viral panel, an unspecified number of false positive patient results with unusual curves were obtained. Samples were retested and were negative. There was no report of patient impact.